Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm 088 issue. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/01/2016 with the following findings: the review of the black box and the alarm history showed a ¿cs088¿ alarm occurrence on (B)(6) 2016. The battery compartment and the cap were undamaged and able to fit securely. The ¿ez-prime¿ steps were performed correctly and no ¿cs088¿ alarms or any errors or warnings occurred during the investigation. The product performed within specifications and investigators were unable to duplicate the reported ¿cs088¿ complaint. Unrelated to the original complaint, the pump¿s cover was removed and moisture corrosion was found to the continuous glucose monitoring module and to the watchdog circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).